Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during device change out, externalized conductors were observed near the distal coil. No electrical anomalies were noted. Lead was capped and replaced.